Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a stage 1 of diffuse lamellar keratitis (dlk) at 1 day post-operative exam on the left eye (os). The patient¿s chief complaint was fuzzy visual acuity. Oral steroids (prednisone) and topical steroid dosage increased were used to treat the dlk symptoms. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 2.00 x -.50 x 97; left eye pre-op 20/20 1.75 x .00 x 90.